Manufacturer narrative:
Devices still remain implanted, product return is not possible. Post op x-rays were reviewed. The six month post op x-rays indicate that both of the extreme caudal fixed angle screws that have been inserted into t1 have broken halfway down their screw length. The screws appear to still be locked into the plate. There is evidence of extreme subsidence between c7 and t1. The screws have taken the majority of the load and have failed away from the head and shank of the screws, which was the design intention of the tapered thread design. This plate system was also designed for cervical level use only.

Event description:
It was reported that the patient underwent a spinal procedure using anterior fixation at c3-t1. Approximately 5-6 months, it was found that caudal screws at t1 broke. No revision surgery is planned at this time.